Event description:
Bleeding noted at neck cannulation site. Nylon suture removed and wound explored. Noted crack in venous cannula on its posterior aspect that allowed blood to leak out and allowed air to go in. ECMO circuit clamped, venous cannula removed, new cannula inserted.